Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in (B)(6) 2012, the patient was treated with vancomycin. On (B)(6) 2012, the patient was hospitalized for the reported event. Treatment was not reported. The patient was recovering. (B)(6) 2012, dianeal and extraneal therapies were withdrawn and the patient started hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891093 and gd890426. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.